Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to correct reported problem. System tested and verified as ready for use. The e-100 generator was analyzed, and problem was unable to be reproduced. The e-100 generator was installed onto the test system and worked fine with the vessel sealer instrument installed. The fse used the vessel sealer extend instrument with a saline dipped gauze in the jaws and performed yellow pedal/sync activations cut/seal about 100 times. The e-100 worked fine without any issue.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the customer reported that the e-100 generator not working. Customer said the power button is lit up white, but the instrument led will not light up. Technical support engineer (tse) advised customer to cycle the breaker the back of the e-100 generator with no change. Customer opened two vessel sealer (vs) instrument prior to calling in to troubleshoot with, they will return the first one. Customer is currently using the second one with the erbe generator. The procedure was completed as planned with no reported injury.